Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for investigation. Therefore, no further evaluation can be identified.

Event description:
The customer reported unresponsive touchscreen on a bellavista 1000. Furthermore, there was no patient reported associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was unable to establish the device root cause as the issue is no longer reproducible. The production test, temperature test showed no abnormalities and the unit touch controller is found not affected.